Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
It was reported in journal article title: surgical treatment of gastric gist with acute bleeding using laparoscopic sleeve gastrectomy: a report of two cases authors: nicola chetta, arcangelo picciariello, carlo nagliati, alessandro balani, gennaro martines. Citation: clin case rep. 2019; 7: 776¿781. Doi: 10.1002/ccr3.2093. In this report, the authors wanted to emphasize how a laparoscopic bariatric surgical procedure, in experienced hands, has shown to be a valid alternative for the hemorrhage control and the removal of a gastrointestinal tumor in a life-threatening situation. Gastrointestinal stromal tumors (gists) are the most common mesenchymal tumors of the gastrointestinal tract. Case 1, a (B)(6) man was presented to the emergency department with several episodes of hematemesis and melena associated with chest pain. With persisting condition, the patient underwent diagnostic laparoscopy in which the gastric resection was performed using an echelon flex 60 endopath linear stapler (ethicon) applied alongside a bougie fr 38. Post-operative complication included a left subcostal wound infection which was opened and drained at the bedside. It was reported that surgical resection with free margins of tumor disease is the only curative option. It was concluded that a laparoscopic bariatric surgical procedure in experienced hands has shown to be a valid alternative for the hemorrhage control and the removal of a gastrointestinal tumor in a life-threatening situation.